Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.